Manufacturer narrative:
Issue resolved at time of event. On 10/12/2016 software investigation completed. Findings are that this report is a feature request. This issue was documented in a medtronic software anomaly tracking database. Product problem has been selected only to allow this report to be submitted. There was neither an adverse event or a product problem. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report from a site surgeon that was working in a deep brain stimulation (dbs) procedure and his fellow accidentally clicked on a plan in the 2d view, changing the active plan. The fellow caught what had happened and stopped the surgeon from making a mistake b working off of the incorrect plan. The surgeon expressed concern this could be a safety concern and recommends making this feature enableable and surgeon preference. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's planning station. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.